Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-jul-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the multiple patients were not showing up on 1 station. A technical support specialist (tss) logged into the device remotely via remote smart service (rss). The device did not show as being in critical override at that time. No recent errors were found in the data sync or medapp logs that would indicate communication issues. The fse confirmed that another agent was already accessing the server remotely via rss and had noted that all devices at the site were in critical override. The tss contacted the customer, who confirmed that the issue has been resolved. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, multiple patients not shown up on station f-opd2-4fl in critical override. Customer tried to reboot but it doesn't resolve the issue. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.